Manufacturer narrative:
An event regarding disassociation involving an adm liner and a ceramic head (pr 965392) was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: dislocations occur in a small but relevant number of cases when patients perform movements beyond the range allowed early post implantation when soft tissue structures have not yet completely recovered from the surgical approach procedure. Normally they can be solved by closed reduction but dislocations of adm cup systems are virtually always intraprosthetic and require open reduction with component exchange for treatment. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. If further information and/or device becomes available, this investigation will be re-opened.

Event description:
Patient had a primary total hip on (B)(6) 2015. Presented with a dislocation and had a closed reduction. Surgeon felt something didn't look right and decided to revise. Found mdm x3 insert disassociated from femoral head. Revised to an x3 10 degree insert with a universal biolox head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient had a primary total hip on (B)(6) 2015. Presented with a dislocation and had a closed reduction. Surgeon felt something didn't look right and decided to revise. Found mdm x3 insert disassociated from femoral head. Revised to an x3 10 degree insert with a universal biolox head.